Event description:
Allegedly, a potential complaint has been received by microport orthopedics legal department. Medical records related to primary surgery mention that x-rays demonstrated right hip degenerative arthritis. There may be a possible failure, which is unknown as no additional information has been received.